Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to the customer culture results (please reference b6) and legal manufacturer's final investigation. Additional cultures were performed by the customer however, all of the results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No cleaning, sterilization, and disinfection information was available from the customer. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for streptococcus salivarius. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The scope was removed from use after the first positive test result. The scope was then reprocessed and tested again with a negative result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.